Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 41 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e. The patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. The underlying medical history was not shared, beyond the patient having multiple codes and being obese. On the day after implant the team observed a bleed from the pump's suture hub site. The site was missing the appropriate sutures. The team had to remedy the issue with forward tension suturing and angle matching. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was noted to be on heparin anticoagulation, antiplatelets, and aspirin. The team added extra corporeal membrane oxygenation (ECMO) on the second day of support. The patient suffered from bilateral limb ischemia. The cp accessed limb and the ECMO accessed limb needed to have distal perfusion catheters placed to re-perfuse the bilateral limbs. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The team made decision to explant and escalate to the axillary accessed impella 5.5 pump. The patient survived the bleed and ischemia.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Corrected/updated the concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of major bleed/access site adverse event was most likely use related since the clinical team confirmed the bleeding was due to missing the sutures to impella cp site & resolved after forward tension sutures and angle matching. The cause of the injury was not determined due to insufficient clinical details.